Event description:
It was reported that black spots appeared on the fiber after a single use. The patient's condition following the procedure was stable. The issue occurred outside the patient, and the procedure was completed with another fiber. Analysis of the returned device indicated a fiber connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber had no visible anomalies during visual inspection. Microscopic inspection found that there was no light exiting the connector face, indicating an internal connector fracture. The tip had normal degradation. Lastly, functional testing showed that the aiming beam was light and slighty distorted. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A review of the slimline fibers hazard analysis was completed and confirmed that the event of fiber black spots was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The labeling review found that the product IFU states to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber and return it to the supplier for replacement and hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement and the fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. A conclusion code of cause traced to component failure was assigned to this investigation meaning an expected or random component failure without any design or manufacturing issue.